Event description:
On (B)(6) 2012, the patient claimed her blood glucose reading dropped to 15 mg/dl after she took 11.2 units of insulin per the animas insulin pump's calculation. According to the patient, she took 11.2 units of insulin at 5:50 am when her blood glucose read 440 mg/dl. Based on her insulin sensitivity factor of 40 mg/dl per unit of insulin, the patient's blood glucose would surely drop to below 10 mg/dl without any food intake. Subsequently at around 10 am, the patient was acting abnormal and refused to check her blood glucose when she was asked by her friend. The rn at the hospital tested the patient at 15 mg/dl. The patient was taken to the ER where she received IV glucose and food. Her blood glucose eventually resolved to 177 mg/dl. During troubleshooting, the animas representative discovered there was an intermittently power issue due to a cracked casing for the past few weeks. Furthermore, the patient reportedly has hypoglycemic unawareness. The date and time as well as the basal segment were programmed correctly. There was no product misuse. Based on the patient's current pump setting, 140 mg/dl (target blood glucose) and 40 mg/dl (isf), the subject pump reportedly should have recommended 6 units of bolus insulin as opposed to the alleged 11.2 units. This complaint is being reported because the patient allegedly required medical intervention for hypoglycemia after the patient took insulin based on the subject pump setting. The product was requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the bolus history showed an 11.2 unit bolus was programmed and delivered on (B)(4) 2012. During testing an ezbg bolus was performed using the user's settings, with the following settings: bg of 440mg/dl, isf at 50 mg/dl, and bg target at 120 mg/dl. With these settings, the pump correctly calculated a 6.4 unit bolus. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully, and both were accurately recorded in the pump history. There was no keypad button hypersensitivity observed during investigation. The pump was exercised for 29 hours with no delivery issues. The complaint could not be confirmed or duplicated during investigation; there was no defect found.